Event description:
The physician placed a cook endoscopy percutaneous endoscopic gastrostomy device (feeding tube) in a patient in 2006. The feeding tube was pulled out by the patient on the next day. Another feeding tube was placed on the following day. On the same day, the patient experienced fever and vomiting. Upon gastroscopy, it was discovered that the feeding tube had dislodged again. The tube was fully removed on the same day. Due to acute peritonitis the patient underwent surgery followed by antibiotic therapy. The feeding tube was discarded by the user facility. Current patient condition was requested from the user facility, but is unknown at this time.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. Information that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. We were unable to conduct a sample test from this batch because the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. We can provide the following comments: the instructions for use state that potential complications associated with placement and use of a peg tube include, but are not limited to: peritonitis, improper placement or inability to place the peg tube, tube dislodgment or migration. The report indicated that the twist tie included with the set was used to secure the bolster in place. The instructions for use for this product line warn that excessive traction on the gastric feeding tube may cause premature removal or failue of the device. The user is instructed that it is important to use the twist lock or cable tie to secure the bolster to the tube. This will help to prevent migration of the tube and reduce the need to constantly reposition or pull on the tube. Information provided with the report indicates that the patient partially removed the peg tube. The report did not indicate whether the patient care manual accompanied the patient and all people responsible for the care of the patient. The instructions for use further cautions that it is essential for the patient cae manual to accompany the patient and be explained to all people responsible for the care of the patient. The patient care manual contains this statement in the feeding procedure section: always note the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in proper position. Corrective action: no corrective action warranted at this time because this incident was unable to be verified. Prior to distribution, all gastric feeding devices are subjected to a visual inspection to ensure device integrity.